Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) did not retract simultaneously with the wire during withdrawal, and the black catheter with the balloon remained behind while only the wire was removed. The balloon did not completely detach from the device. The core wire separated, and the separation did not occur inside the patient. The catheter with the balloon was subsequently retracted from the patient without difficulty, and the closure was successful. Hemostasis was achieved with manual compression for less than 30 minutes, approximately 10¿15 minutes. There was no reported patient injury. Upon withdrawing the catheter with the deflated balloon, resistance was felt. The catheter detached from the body, the guidewire had released and remained stuck, and it was removed with more force than usual. Sponge-like material was attached to the guidewire, and nothing was left behind. Excessive force was not applied while withdrawing the balloon through the advancer tube. The balloon was fully deflated and was prepared with a 50/50 contrast mixture. The deployer was not pinching the balloon with the advancer tube, and the balloon was not inverted. The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach, and the deployer was mynx certified. A 6fr11cm non-cordis sheath introducer was used. Femoral artery suitability was verified, including insertion angle assessment. The device was used in the femoral artery, the vessel diameter was greater than 5 mm, and there was no vessel tortuosity or peripheral vascular disease/calcium present near the puncture site. The device was stored and prepared according to the instructions for use, and no device or package damage was noted prior to use. Normally, the wire and the balloon come out simultaneously. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.